Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
Ge representative evaluated the system and replaced the high-voltage and control c-arm cable assembly. The system operates as intended.